Event description:
It was reported that the user attempted to connect a freestyle libre 3+ sensor to a new ilet bionic pancreas, but the sensor had already been started in the libre app and therefore could not be used with the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included user education with no health impact. User support included user support and troubleshooting regarding sensor pairing and device compatibility. Investigation of this case revealed that the sensor was in use by another device, which prevented pairing to the ilet, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup issue related to sensor initiation on a non-ilet platform.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.